Event description:
It was reported that this pacemaker and remote monitor exhibited a radio frequency (rf) overuse condition, indicating the average daily amount of time the device used rf energy was outside normal limits. The estimated longevity for this pacemaker has decreased more quickly than expected. Analysis of device data revealed that frequent device alerts are the cause of the rf overuse condition, and high atrial sensing is resulting in high device power consumption periods. Boston scientific technical services (ts) discussed the patient is in chronic atrial fibrillation, which results in rapid ventricular response. There is intermittent undersensing on the right atrial (ra) lead, which causes the device to declare an ventricular tachycardia (vt)episode, which is an configurable yellow alert. Ts discussed reprogramming options to resolve the issue. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.